Manufacturer narrative:
Investigation summary: investigation flow: labeling & packaging. Visual inspection: 3.2mm guide wire 400mm (qty:1 part#357.399 lot#11l3827) was received at cq. Upon visual inspection at cq, it is observed that the wire guides are severely bent within the plastic packaging. The packaging also has some holes. Thus, the complaint is confirmed. Does the received condition agree with the complaint description? Yes. Was the complaint confirmed? Yes. Document/ specification review: no design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection and document specification review of the received device was performed at cq. The complaint is confirmed. A definitive root cause could not be determined, it is highly possible that the transportation or storage might have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 357.399, synthes lot: 11l3827, manufactured by jabil inc-monument. Jde confirmed that the lot was released for sale in july 2019. A search in the non-conformance module confirmed that no non-conformance's occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sales consultant had a (B)(6) package delivered but all the products are damaged inside. It was unknown if there was a procedure or patient involvement. This is report 1 of 1 for (B)(4).